Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer received a low power alert and a low power alarm prior to the pump shutdown. It could not be confirmed if the pump shut down due to insufficient power due to the customer not charging the pump. The customer was unable to upload the pump data logs for tandem technical support to perform a log review. In addition, the customer was unable to remember any further details regarding the reported event. There was no reported impact to the customer's blood glucose level.